Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 8 additional proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that an unspecified number of arteriotomy closures in unspecified vessels were attempted using nine proglide devices relative to transcatheter aortic valve implantation (tavi) procedures. Reportedly, the proglide plungers were retracted, but the suture was parted and only a little part of the white suture was visible with all nine devices. The method of achieving hemostasis was not specified. The number of patients and number of devices per patient was not provided. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.